Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot would not register for case. Pka procedure delayed 16-30 minutes. The case was canceled. Patient was under anesthesia during the reported delay.

Event description:
Robot would not register for case. Pka procedure delayed 16-30 minutes. Additional information: the case was canceled. Patient was under anesthesia during the reported delay.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: "mps reported j5 error during rio registration." Device evaluation and results: per gsp 165966: could not duplicate problem. Successfully tested and passed joint 5. System successfully passed all validation testing. Verified system is operating within mako tolerances and specifications. Product history review: a review of device history records shows that on 09/20/2016 1 device was inspected and 1 device was placed on: qt 16-08-0074, qt 16-08-0098, qt 16-09-0008, qt 16-09-0048. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n: 209999, serial number: (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.